Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported that the customer was treated for low blood glucose. Customer stated that the low blood glucose was caused by the insulin pump over delivering bolus. Customer stated it delivered about 30 insulin units. She stated once she noticed it, she went to her families house to be treated with glucagon shot. Blood glucose value was 20 mg/dl. The drive support cap appears normal. Nothing further reported.